Event description:
During a laparoscopic hernia procedure, the seal on three devices broke. After third device malfunctioned, surgeon switched to applied med port to complete the procedure. There was no pt consequence.